Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter (pm). The pm was described as ¿foreign substance¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 25, 2023 ¿ august 26, 2023. H11: six (6) devices were received for evaluation. A visual inspection was performed, and particles of foreign matter in the devices were observed. The reported condition was verified. The cause of the condition could not be determined; however, probable cause was inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.